Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was in the moderately tortuous and calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x14mm non-bsc balloon catheter. The physician attempted to advance a 3.0x32mm taxus express2 drug eluting stent (des) but was unable to cross the target lesion. The physician then attempted to pull the device back when the stent got caught on the target lesion and dislodged in the left main trunk to the proximal lad. The stent was able to be retrieved by using a snare. The procedure was completed with an unknown device, there were no patient complications reported with the patient's current condition listed as "good".